Event description:
Customer alleged oil misting. Three customers were exposed to the mist. Ths first customer reported watery eyes and a bothersome throat. The customer did not seek medical attention.

Manufacturer narrative:
Watery eyes and a bothersome throat. Odor, oil mist: capital equipment, unit evaluated at the facility. Fse determined mist was coming from vacuum pump plugs. Installed upgraded plugs. Ran test cycle, unit performs to specification. This issue has been addressed with a customer letter related to correction & removal. Reference MDR 2084725-2009-00235 and 2084725-2009-00237.